Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA on the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan on july 30, 2007 and alleged that her one touch ultrasmart meter was reading inaccurately erratic. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported obtaining results of 234 mg/dl and 147 mg/dl on the subject meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <= 1.11 mmol/l. However, the control solution tests performed passed within range. The patient also reported that the alleged issue first occurred in 2007, at 1:12 pm. She also stated that after the reported issue began, she felt sweaty. The patient reportedly took no diabetes treatment actions following the results. She did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration date. The patient's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. This complaint is being reported because, the patient alleged she felt sweaty after the reported issue started. The control solution tests passed within range. Replacement products were sent to the lay user/patient.